Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the patient was implanted with vns system. On (B)(6) 2016 the patient presented at the ER with an infection at the generator site. Antibiotics were given but the patient's fever did not recede, thus the patient was admitted to the ER on (B)(6)2016. The patient's infection resolved with antibiotics, but the ER physician recommended that the patient have his vns system explanted because of his increased chance of infection due to diabetes. The company representative that was present at the implant surgery noted that the surgery took longer than usual due to the patient's large size. The patient's generator was explanted on (B)(6) 2016. The patient was still in the hospital as of (B)(6) 2016 receiving treatment for the infection. However, it was clarified that the patient had his device explanted due to the increased risk of infection and not the infection itself. The DHR of the generator and lead were reviewed, and both devices were sterilized prior to release.

Event description:
It was reported that the when the generator was explanted the surgeon found a seroma at the generator site. The fluid in the seroma was clear and when samples were tested no growth was observed. Therefore the surgeon did not believe that the patient had an infection, only a seroma. The surgeon believed the seroma developed due to the patient's size and the patient's fat rubbing against the generator through the patient's normal movements. No additional relevant information has been received to date.